Event description:
The pt was seen at the clinic for a reported problem of no sound. External equipment was exchanged. However, the problem was not resolved. Testing performed confirmed that the device was no longer functioning. In march 2003, the pt was seen at another center for additional device evaluation. At this time, the device was founctional. The pt is to notify center if device status changes.

Event description:
The pt was seen at the clinic for a reported problem of no sound. External equipment was exchanged. However, the problem was not resolved. Testing performed confirmed that the device was no longer functioning.